Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined through diagnostics that certain memory nodes were missing. The systems interface circuit board was reseated and the system was able to complete initialization. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not complete initialization and would lock-up. There was no adverse patient involvement reported. There was no patient information reported.